Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead and right atrial (ra) lead had a heart rate of 20 to 30 beats per minute (bpm). It was noted on the telemetry strips. Most likely, this system exhibited oversensing that lead to pacing inhibition with asystole of greater than two seconds. Pocket manipulation was done and no noise was reproduced. However, a slight noise was noted on a wireless electrocardiogram. A chest x-ray was planned. A boston scientific technical services (ts) discussed that no noise was noted on the arrhythmia logbook. All other measurements were normal. The patient is in normal sinus rhythm. In addition, ts discussed about troubleshooting steps. No adverse patient effects were reported. The device and leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.